Event description:
On (B) (6) 2008 a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aneurysm. During the procedure, the delivery catheter for a gore excluder aaa endoprosthesis aortic extender component could not be advanced to the desired location. When the delivery catheter was retracted, the device partially deployed in the introducer sheath and the leading end of the delivery catheter broke. The physician was able to remove the sheath, device, and delivery catheter. Another gore excluder aaa endoprosthesis aortic extender component was used to successfully complete the procedure.